Event description:
During elective surgery, bleeding along the graft was observed after the clamp was removed. The surgeon used manual compression for 10 mins to stop the leaking. The device was not removed.